Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 33 mg/dl at the time of the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.